Event description:
It was reported the patient presented in clinic for follow-up. Routine x-ray showed the atrial lead had dislodged. The atrial lead was successfully repositioned on (B)(6) 2022. The patient was in stable condition.